Manufacturer narrative:
The product analysis indicates that one opened sample of part number (B)(4) from lot number 0211848031 was received. There was a residue consistent with biological contaminants on the device. A microscope, calipers, micrometer, and pin gages were used to evaluate the device. The inner shaft broke 1.32¿ from the distal face of the inner hub which would have resulted in the reported event. There were striations around the break point and the area corresponds to the reduction of the diameter (as designed) in the outer tube. There were also striations around the inner shaft 5/8¿ from the distal face of the inner hub which is consistent with aggressive use. At the outer tube reduced diameter, there was discoloring on one side consistent with being heat induced. There were no signs of bends in the shaft / tube. The outside diameter of the inner shaft shall measure 0.132¿ / +-0.001¿ and the actual measurement on either side of the break was 0.1320¿ which is in specification. The inside reduced diameter of the outer tube shall be 0.1350¿ / +-0.0010¿ and the actual measurement was 0.1340¿ using a pin gage which is in specification (the diameter was measured beyond the a rea where wear may have occurred). There was no allegation of a defect prior to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the shaft of the high speed blade broke off with no fragments. There was no patient impact. A new blade was used to complete the procedure.